Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-aug-2019 with the following findings: during investigation, the pump passed all required testing for delivery accuracy, black box and alarm history show no evidence of delivery malfunctions. In review of the basal total daily dose, the pump delivered the full programmed basal rate for (B)(6)2019. The complaint stated inaccuracy delivery started on (B)(6)2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. It was alleged the basal history matched the active basal program totals. The reporter was not able to provide further information during the initial complaint. Customer technical support made attempts to contact the reporter for additional information and troubleshooting, without success. It was reported that the user's blood glucose (bg) reading was ¿high¿ but there were no symptoms of hyperglycemia reported. The alleged bg excursion does not meet animas' criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.